Manufacturer narrative:
The medical team did not save for analysis the impella pump. No in-house hemolysis testing could be done. The publication and case report were reviewed for analysis. Hemolysis was reported during support and presented as hematuria and elevated ldh. The hemolysis was not definitively diagnosed. The publication stated that the patient suffered renal failure attributed to the hemolysis that was treated with hemodialysis. The pump was noted to be "facing the posterior wall." Improper positioning of the device may have contributed to hemolysis, but could not be evaluated as the data logs, pump, and imaging were not provided for this investigation.

Event description:
The medical team in (B)(6) placed an impella 2.5 for support for a patient who had been admitted in shock. The pump remained on for support for over 18 hours when it was explanted due to hemolysis concerns. Months later the medical team published that the patient suffered renal failure and treated the patient with dialysis